Event description:
It was reported that the patient experienced pain at the location of the implantable neurostimulator. It was suggested that the device may have moved after the patient tripped and fell. The patient fell on other occasions, and it was suggested that these other falls may have been due to the neurostimulator. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).